Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specification.

Event description:
The customer reported via phone call indicating that insulin pump had needle anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the sensor is not penetrating the skin nor releasing every time. The customer was advised to follow correct steps to press and release button to insert sensor. The customer was advised to return the serter and complete sensor . The customer was advised we will ship replacement sensor and serter.